Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that on (B)(6) 2019, there were non sustained episodes and the inappropriate therapy delivered was due to lead noise.

Event description:
It was reported that the patient received a several shocks since the last follow-up. Therefore, the patient's shock episodes were reviewed, and the shocks delivered were inappropriate which meant that the shocks were not delivered due to vt or vf. The patient's therapies were due to rv lead issues. The lead was explanted.

Event description:
New information notes that the rv lead issue was due to externalized conductor. The lead was capped not explanted. The patient condition is normal.